Event description:
Info rec'd from our (B)(4) affiliate. Info reported by the pt who informed our firm that he/she experienced a perforated cornea os while wearing acuvue oasys contact lenses (cl). The pt wore the cl on a daily wear and monthly replacement schedule. The pt used renu solution to clean/disinfect lenses. The pt had worn acuvue oasys lenses for one yr. After one day of use "the left eye presented pus, festered and perforate the cornea." The injury occurred on (B)(6) 2012 the pt went to a doctor on (B)(6) 2012. The pt reported that he/she was diagnosed with a perforated cornea os that was possibly bacterial in nature. The size of the affected area was not indicated. The pt was treated with atropina (atropine), zymar, vancoforte (vancomycin forte) e jentaforte (gentamycin forte) eye drops. The duration and frequency were not indicated. The report stated that pt was "not seeing and feel pain." The pt's visual acuity was not provided; no other dates of service were reported. Numerous unsuccessful attempts have been made to collect add'l clinical info. The suspect product was not available for return. A device history review was performed. Lot l001r3w was produced under normal mfg conditions. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.

Manufacturer narrative:
If add'l info is rec'd, will report within 30 days of receipt. MDR reportable events and trends are reviewed in quarterly management review meetings. Device labeling single use or reuse. No conclusions can be drawn. No eval will be performed.